Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted, replaced and returned to boston scientific for analysis.